Manufacturer narrative:
E1 - occupation - administrator / supervisor. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that fiber optic cable is not working on the sensation plus 50cc balloon catheter. There was no harm to the patient reported. There were no alarms present. The central lumen was used as an alternate ap source. The problem was isolated to the balloon.